Event description:
#Medwatcher #(B)(4). Recurring yeast infections, foul odor from vagina, symptoms of pregnancy but never pregnant, rash when I'm about to start my period. Unusual bleeding, they put me on birth control then it still doesn't help. Pain in abdomen area.